Manufacturer narrative:
Pr 11508192 follow up MDR for device evaluation:one sample was provided to our quality team for investigation. Through visual inspection, white particles are observed inside the syringe and on the syringe stopper, verifying the reported incident. Characterization testing was performed and identified the particles are consistent with polypropylene particles. A device history review was performed for the reported lot 2410019, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no particles or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment during the assembly process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information

Event description:
We would like to inform you of several malério'vigilance declarations, transmitted by the urcc regarding these medical devices'. On 08/01/2025, the following malfunction was reported to us: "that day in the urcc, the preparation staff found small white pieces of plastic in the barrel of the new syringe (in the space where the liquid is aspirated)? The plastic pieces are seen before use, when opening the sterile packaging of the 20ml bd tuer lock syringe ref: 300629, lot: 2410019, fab 01/10/2024 exp 30/09/2029.' On 16/01/2025, we were notified of the following malfunction "pb with 2 bd syringes: 20mi syringe ref: 300629, lot: 2410019. Plunger visually dirty (anchor or dirt??).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.